Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 500 mg/dl. Current blood glucose was 229 mg/dl. Customer was not ok for troubleshoot. Customer did not use auto mode feature at the time of high blood glucose event. Customer did not experience symptoms of high blood glucose. No further patient complications were reported. Troubleshooting was performed and the customer will continue use of the device.